Event description:
A sliver of black foam approximately 3/8 inch long appeared in the water chamber of my CPAP device when I was about to empty the residual water. It is an eight year old philips unit that is included in the philips recall. The recall confirmation code is: 2021112301941532. I am waiting for a replacement machine, but thought I should report that it appears to be deteriorating. FDA safety report ID# (B)(4).